Manufacturer narrative:
There were (B)(4) refill packs ((B)(4) applications per refill) w/batch (B)(4) supplied to customers worldwide from august, 2012. Based on typical stock turnover and our production schedule over the last 12 months we estimate that the majority of customers have already used their material. There is no risk to patient health. Excite f dsc is a dual curing adhesive and therefore usually used in clinical situations where the restoration is somewhat opaque. In these cases a possible blue discoloration is not visible and does not affect the aesthetics of the restoration. This also applies in the endodontic indication. A blue discoloration can be noticeable in translucent restorations (e.g. Veneers) in the front of the mouth. However, even here, the aesthetics are only affected when the ceramic is very thin. Based on this assessment - that material has already been used and there is no risk to patient health, no field safety action is planned.

Event description:
The dentist found that variolink ii/excite dsc changed to green soon after light-curing during final cementation of an onlay. He did a benchside check using excite dsc and variolink ii and observed the green discoloration again. The onlay would be immediately removed and recemented.